Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and scar excision (scar tissue) type of surgery: removal of scar removal of scar tissue') in a 21-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), diarrhea, dizziness, weakness, back pain, weakness, nasal discharge, dizziness, palpitation, bowel perforation, anemia, arthralgia and weight loss. Previously administered products included for an unreported indication: paragard. Concurrent conditions included iron deficiency, ovarian cyst and myalgia. Concomitant products included bismuth subsalicylate (pepto bismol) since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), nausea ("nausea,") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient underwent scar excision (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), procedural pain ("my fallopian tubes were removed with essure devices and I m in pain") and gastric disorder ("I still feel some stomach issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic assisted, d and c hysteroscopy and removal of scar removal of scar tissue). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, nausea, dyspareunia, fatigue and abdominal pain had resolved, the scar excision, vaginal haemorrhage and procedural pain outcome was unknown and the gastric disorder had not resolved. The reporter considered abdominal pain, dyspareunia, fatigue, gastric disorder, menorrhagia, nausea, pelvic pain, procedural pain, scar excision and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- two coils visible distal to each ostium after placement. Discrepancy noted in insertion date- (B)(6) 2009. Per social media: essure insertion date: 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : event "I still feel some stomach issues" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and scar (scar tissue) type of surgery: removal of scar removal of scar tissue') in a 21-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), diarrhea, dizziness, weakness, back pain, weakness, nasal discharge, dizziness, palpitation, bowel perforation, anemia, arthralgia and weight loss. Previously administered products included for an unreported indication: paragard. Concurrent conditions included iron deficiency, ovarian cyst and myalgia. Concomitant products included bismuth subsalicylate (pepto bismol) since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), nausea ("nausea,") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),. On (B)(6) 2014, the patient experienced scar (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and procedural pain ("my fallopian tubes were removed with essure devices and I m in pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy robotic assisted, d and c hysteroscopy and removal of scar removal of scar tissue). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, nausea, dyspareunia, fatigue and abdominal pain had resolved and the scar, vaginal haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, procedural pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: * insertion details, specify- two coils visible distal to each ostium after placement. Discrepancy noted in insertion date- (B)(6) 2009. Per social media: essure insertion date: 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event"my fallopian tubes were removed with essure devices and I m in pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and scar ("(scar tissue)type of surgery: removal of scar removal of scar tissue") in a 21-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), diarrhea, dizziness, weakness, back pain, weakness, nasal discharge, dizziness, palpitation, bowel perforation, anemia, arthralgia and weight loss. Previously administered products included for an unreported indication: paragard. Concurrent conditions included iron deficiency, ovarian cyst and myalgia. Concomitant products included bismuth subsalicylate (pepto bismol) since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea,") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced scar (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic assisted, d and c hysteroscopy and removal of scar removal of scar tissue). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, nausea, dyspareunia, fatigue and abdominal pain had resolved and the vaginal haemorrhage and scar outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: * insertion details, specify- two coils visible distal to each ostium after placement. Discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and scar ("(scar tissue)type of surgery: removal of scar removal of scar tissue") in a (B)(6) female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), diarrhea, dizziness, weakness, back pain, weakness, nasal discharge, dizziness, palpitation, bowel perforation, anemia, arthralgia and weight loss. Previously administered products included for an unreported indication: paragard. Concurrent conditions included iron deficiency, ovarian cyst and myalgia. Concomitant products included bismuth subsalicylate; calcium carbonate (pepto bismol) since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea,") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced scar (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic assisted, d and c hysteroscopy and removal of scar removal of scar tissue). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, nausea, dyspareunia, fatigue and abdominal pain had resolved and the vaginal haemorrhage and scar outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: * insertion details, specify- two coils visible distal to each ostium after placement. Discrepancy noted in insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-apr-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), nausea, surgery: removal of scar tissue, dyspareunia (painful sexual intercourse), pain, fatigue, abdominal pain were added. Lot number and new reporter were added. Outcome of events dyspareunia, fatigue, nausea, pain, menorrhagia from unknown to recovered/resolved were updated. Concomitant and historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.